Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports an intraocular lens exchange was required one day following initial implant surgery. Examination revealed the lens was tilted/dislocated due to a twisted haptic. The patient had an excellent outcome following the lens exchange.